Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. It was noted the ble issue was resolved, however, no information was provided as to what may have caused it or how it was resolved. There were no patient consequences reported.

Event description:
Additional information received indicated the ble issue was resolved via a simple interrogation. There were no reported patient consequences.